Event description:
A customer reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to try different outlets and adapters, but the issue persisted. The decision was made to replace the pump. The customer planned to use the current pump until the replacement arrived.